Event description:
Event description guidant received information that during an attempted implant procedure, a < 10 ohm impedance reading was noted. The ICD was abondoned and the lead system was removed.